Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm was heard at approximately 8:00-8:30 a.m. On the morning of the report. Telemetry confirmed a motor stall occurred on (B)(6) 2014 at 5:38 a.m. The stall never recovered, and there was also a tube set message noted. The cause of the stall was unknown. The patient had no symptoms and was "perfectly fine." The pump was replaced on (B)(6) 2014. The patient status was alive no injury at the time of the report. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.